Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis "recently". The breach in aseptic technique was further described as the patient was not paying attention to disinfection. The patient was hospitalized and was treated with unspecified anti-inflammatory drug for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the treatment. The patient retraining on aseptic technique was not reported. The reporter declined to provide additional information.